Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, the patient was seen several times post-procedure (dates unknown), with no complications reported. The patient was last seen in (B)(6) 2013 (date unknown) for unrelated health problems. All other information is unknown and unavailable.